Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 255cc mentor memorygel breast implants and experienced bilateral ptosis and rupture on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 255cc mentor memorygel breast implants, catalog number 3507255mc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on march 10, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).